Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was missing pixels. Reportedly, the screen had a big spot that blocked the graphics and text. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.